Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output when it was connected to the lead system during the implant procedure. The physician elected not to implant the ipg.